Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was suspected of exhibiting premature battery depletion (pbd) and a bd alert was observed on the latitude transmission data. Data was analyzed and boston scientific technical services confirmed the pbd and recommended device replacement due to this anomaly. If a new replacement window is desired, the healthcare professional can provide new data for review. There were no adverse patient effects reported and the device remains in-service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was suspected of exhibiting premature battery depletion (pbd) and a bd alert was observed on the latitude transmission data. Data was analyzed and boston scientific technical services confirmed the pbd and recommended device replacement due to this anomaly. If a new replacement window is desired, the healthcare professional can provide new data for review. There were no adverse patient effects reported and the device remains in-service. New information received indicates that the device was explanted and replaced without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was suspected of exhibiting premature battery depletion (pbd) and a bd alert was observed on the latitude transmission data. Data was analyzed and boston scientific technical services confirmed the pbd and recommended device replacement due to this anomaly. If a new replacement window is desired, the healthcare professional can provide new data for review. There were no adverse patient effects reported and the device remains in-service. New information received indicates that the device was explanted and replaced without incident.